Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Blood test strips were used, the leak was visually observed and the machine alarmed estimated blood loss was 20cc's. The pt care tech stated that she noticed a crack on the header where blood leaked down the side of the dialyzer. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling material, and process controls were within spec. This medwatch report is associated with MDR # 1713747-2013-00313.